Event description:
As reported to coloplast though not veriifed, patient implanted with aris on (B)(6) 2009. Later experienced pain, permanent injuries, loss of ability to perform sexually and has undergone corrective surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.